Event description:
It was reported the patient (B)(6) sub-occipital lead (off-label) had eroded through the skin. The device was explanted due to concerns of infection. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.